Event description:
During a anterior resection, the device was stapled across the colon and then cut. No staples in linear stapler, abdominal cavity or in colon. Had to hand sew and create purse string to perform anastomosis. No adverse effect for patient.